Event description:
The catheter was found to be lying on top of the skin when the dressing was removed. I.v. Solution saturated under the dressing. Cardiac echo taken in 2004 revealed catheter in right ventricle of heart - 13cm long. Embolized section was removed at hosp.